Event description:
Bags filled from empty bags at end of infusion approx 100 ml left in bag. Had to reprogram the pump. Pump checked for accuracy. Dose or amount: zosyn 18gm in 450 ml. Frequency: continuous over 22.5 hrs. Route: IV.